Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial fibrillation pvi procedure, the patient experienced a pericardial effusion which required a pericardiocentesis. Dual transeptal access was performed using ice imaging. The patient was in sinus rhythm. Standard left atrial geometry and baseline mapping was performed. Upon completion of mapping, a pericardial effusion was noted with ice. A pericardiocentesis was performed under fluoroscopy. The patient remained stable throughout and was transferred to the ward with no change or increase in effusion size. There were no performance issues with any abbott device.